Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead was returned in segments. Analysis revealed the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo and the outer insulation of the lead was observed to have blood ingression. Concomitant medical products: p1501dr ipg (B)(6) 2005. (B)(4).

Event description:
The lead was returned to the manufacturer with no information after being explanted and replaced. The lead subsequently tested out of specification during manufacturer's analysis. Follow-up revealed that the need for the lead extraction was due to the patient having a left subclavian, axillary venous occlusion necessitating need for the extraction of leads to gain access for the purpose of implantation/upgrade to a dual chamber pacemaker/defibrillator system. No further patient complications have been reported as a result of this event.